Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient had fallen. It was also reported the patient experienced overstimulation that caused her to go the emergency room. An impedance check revealed no anomalies. Reprogramming helped address the issue. Regardless, the patient plans to undergo surgical intervention.